Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure, the physician perforated the left ventricular septum with the right ventricular lead. When the physician removed the lead from the heart it was discovered that the insulation was twisted at the distal end and filars appeared separated. The lead was removed and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events were ¿insulation twisted at the distal end and filars appeared separated¿ and cardiac perforation. As received, a complete lead was returned in one piece. The helix was extended and clogged with blood/tissue. The reported event of ¿insulation twisted at the distal end and filars appeared separated¿ was not confirmed. Visual and x-ray inspections of the lead did not find any anomalies. After cleaning, the helix can be retracted and extended by applying torque directly at the connector pin. The full helix extension length was measured within specification. Regarding the reported event of cardiac perforation. A tip stiffness test was performed, and the results were within specification.